Event description:
It was reported that the ilet pump would begin to charge briefly and then stop, consistent with a charging malfunction associated with the external charging pad component. Customer care provided support that included replacement logistics. Investigation of this case revealed a suspected charger hardware or interface malfunction preventing sustained charging. No adverse clinical effects reported. Outcomes included replacement supplies shipped for the charging pad without health consequence. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the charging accessory.